Event description:
The customer reported an intermittent issue with the screen going black during a procedure. This resulted in a loss of the live image. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The backplane was replaced. The system was then found to be operating as intended.